Event description:
The following has been reported: error 22 logged into sql server to see if pump was connected, it was not. Uploaded new wifi config settings after a few tries. Updated wifi config, did not fix device even after sitting for an hour. Performed a cpu board flash, device took several tries to get past the reflash. Once past the device had a error 22 for force sensor. Disassembled and replaced plunger head. Reassembled and error was gone but still did not connect to wifi even after new wifi config and firmware. Replaced wifi board with new board. Performed pm proceedure to calibrate the device, and then corrected the maintenance date. Once new wifi board was installed the device got the lastest drug library downloaded. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore no review could be performed. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. However, a repair report was provided, stating that the pusher was replaced, and the device was subsequently operational. Based on the available information and the fact that the device/part was not returned, the root cause of the reported issue was probably a defective pusher (not returned). This complaint has been registered for statistical monitoring. If further evidence is provided later, we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated the trend is: normal.